Manufacturer narrative:
Additional information: it was reported that the inflammation has resolved and patient is seeing well. (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reported that a 12.1mm, micl12.1, -12.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019 as a replacement lens due to excessive vault. This exchange resolved the problem but mild inflammation was observed at patients last follow up visit, bcva:20/40.2, ucva: 30/40.2, vault:500 and iop 12mmhg. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.